Event description:
The customer reported pt received burns from pads during cardioversion on (B)(6) 2012. The area was described as redness underneath where the pad was placed. This was reported to philips by phone and by a customer medwatch report.

Manufacturer narrative:
(B)(4). The customer reported pt received burns from pads during cardioversion on (B)(6) 2012. The area was described as redness underneath where the pad was placed. This was reported to philips by phone and by a customer medwatch report. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.